Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel

Event description:
During testing at the user facility, an e630 (screw rotation error) error code was noted. The device was returned to the biomedical department for a report of alarm tone does not sound normal. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.